Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/ condition.

Event description:
It was reported that this right ventricular (rv) lead was originally placed in the patient's anterior vein and was causing heart failure. The lead was manually extracted and was destroyed during the extraction. No additional adverse patient effects were reported.